Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that a non-olympus cleaning brush was stuck in the biopsy channel of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, we confirmed from photos provided that foreign material was present/stuck in the channel mount unit, however, we could not identify the foreign material. Defective leakage from the forceps channel may have prevented proper reprocessing and removal of foreign matter. The root cause of the foreign material remaining in the subject device could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.